Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the knife had staple divots. Functional testing found the wing nut functioned properly upon rotating the twist knob and the green bar was visible within the indicator window when the twist knob was fully closed. It was reported that the staples did not deploy from the stapler after the handle was squeezed. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the safety latch was broken. The product analysis noted evidence that the device was not used as intended. This issue may occur due to rough handling. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, when the dissection of the colon was completed, the anvil of the circular stapler was inserted with circular purse string. The circular stapler handle was then inserted completely and connected to the anvil. After that, the red safety was removed and the stapler was fired. The stapler did not fire the staples, but the distal end of the colon was cut and there had not been any anastomosis. The pelvic point of the patient was then approached to compose a new anastomosis. A 2nd circular stapler was then opened. The anvil was inserted to the deeper rectum and was connected to the handle from the anal canal again, but the same thing happened. The staples were not existing anywhere but it cut the anastomotic line without stapling again. The resected lines were sutured and a manual colo-anal anastomosis was performed to resolve the issue. A temporary ileostomy also had to be performed. There was an extended incision of more than 1 inch. There was an unanticipated tissue loss and tissue damage as a result of the problem and the surgical time was extended by more than 1 hour. The patient is still at the hospital and might require an additional surgery due to the product issue. The event led to extended patient hospitalization.